Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event and treatment rendered for the event was not reported. The patient was discharged nine days after the hospitalization. The patient's outcome and action taken with dianeal and extraneal therapies were not reported. No additional information is available.